Event description:
It was reported that on the first day of ilet pump use, the user selected the usual meal option for a burger meal and experienced hyperglycemia with a reported blood glucose of 365 mg/dl, and later reported a separate hypoglycemia to 48 mg/dl that was treated with apple juice. Symptoms included hyperglycemia and hypoglycemia without reported acute complications. Outcomes included no medical intervention, no hospitalization, no emergency care, and no use of backup therapy for the hyperglycemia. Investigation included customer follow-up and troubleshooting and education regarding ketone interpretation and pump adaptation. Investigation of this case revealed no ketones per the healthcare provider, no reported alerts or alarms, and no evidence provided of infusion set blockage or bent cannula. It was concluded that the events were user-reported hyperglycemia and subsequent hypoglycemia with cause unclear, with device function not confirmed to be at fault.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.